Manufacturer narrative:
D4 - UDI no. - not yet required for this product. The actual device was returned to the manufacturing facility for evaluation. Visual inspection of the oxygenator module revealed no anomalies in the appearance. The actual device was fixed with glutaraldehyde solution and the housing component was removed for further inspection of the inside of the oxygenator module. Visible clot forming was not found. After the filter had been removed the fiber layer was removed from the winding in increments of 4mm and each layer was subjected to visual inspection. The formation of white thrombus was noted after 12mm were removed. The heat exchanger module was subjected to visual and magnifying inspections. No formation of thrombus was confirmed. The filter removed from the oxygenator was subjected to magnifying visual inspection. Formation of white thrombus was found. The net-diameter was confirmed to be normal. The fiber layers removed were inspected under magnification. Formation of white thrombus was found on the surface of the fiber after the removal of 12mm. Visual inspection of the reservoir revealed no anomalies in the appearance. The actual device was disassembled and fixed with glutaraldehyde solution. Visual inspection of the cr filter found the formation of white thrombus on the inner surface of the debubbling material housed inside the cr filter. Visual inspection of the venous filter found no formation of white thrombus on the inner surface of the debubbling material housed inside the venous filter. A review of the device history record of the involved product code/lot# combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Based on the available information, it is likely that the blood could have been prone to thrombus formation causing the increase in pressure. However, the exact cause cannot be definitively determined. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "adequate heparinization of the blood is required to prevent it from clotting in the system. Do not reduce heparin during circulation. Otherwise, blood clotting might occur." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a pressure increase in the capiox device. Follow up communication with the user facility confirmed the following information: during the operation, the inner pressure of the oxygenator module of the actual sample increased; the actual sample was changed out; and blood loss was reported but the amount is unknown.